Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited low impedance. It was noted that the lead impedance had been trending down for the past two years. A patient alert for low impedance was triggered. The lead was changed to a unipolar mode and is still in use. No patient complications were reported as a result of this event.